Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device's service wrench and battery icon are displayed. It was also indicated that the device cannot be used for defibrillation. There was no patient use associated with the reported failure.